Manufacturer narrative:
This supplemental is meant to indicate that the bd angiocath IV catheter is not a safety device. There was no retraction failure, as the needle could not be separated from the catheter, and thus this is not considered a reportable malfunction.

Event description:
This supplemental is meant to indicate that the bd angiocath IV catheter is not a safety device. There was no retraction failure, as the needle could not be separated from the catheter, and thus this is not considered a reportable malfunction.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd angiocath¿ IV catheter exhibited needle retraction failure. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: bd was able to verify the sample had a needle defect known as kneaded cannula that was fitted inside the catheter. The root cause for this incident was caused by a failure occurring in the assembly / orientation station of the cannula on the acam # 01 machine, chassis # 01. This failure may have generated the part with the body of the kneaded cannula that arrived at chassi # 02 of the acam # 01 machine and was normally assembled as a common part, since it could not have been detected by the machine vision system or other controls. Corrective maintenance was performed to adjust station #6 of chassis #1, which was generating the kneaded cannula. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of needle defect - other with lot#: 7117999 regarding item#: 381112. DHR review: a review of the device history record was completed for sub-assembly#: 004712bjf lot: 7053926 manufactured from 03-mar-17 to 31-mar-17 in acam01 machine used in claimed lot: 7117999. This lot was reviewed regarding the tests of ¿damaged component¿ and were not evidenced records that could lead to the claimed defect.

Event description:
It was reported that bd angiocath¿ IV catheter exhibited needle retraction failure. No serious injury or medical intervention was reported.